Event description:
It was reported that post a stenting treatment procedure, patient complications occurred. Approximately 3 months ago, the 6.0x14x150 cm express vascular sd stent was implanted in the renal artery. Following the stent implantation patient condition was "no problem." Based on blood tests, septicemia is suspected. A wait and see approach has been utilized however the readings have not diminished. The cause of and treatment for the sepsis is unknown, however patient status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).